Event description:
On april 25, 2001 the end-user called minimed, USA and stated that end-user's infusion set was leaking around where it connected to the reservoir. On june 14, 2001 maersk medical received the complaint and the used tubing. The near-incident took place in USA.